Manufacturer narrative:
Additional information was received for this case: it was confirmed that the renal was noted as perfusing during the index procedure. 6 hours post the procedure, renal shut down was confirmed by CT where it was confirmed the renal artery was partially covered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that by the complainant that after implant of the stent graft that a piece of plaque migrated to the patient¿s renal artery and that the patient has only one functioning kidney. A physician attempted to stent the renal artery on 2 occasions but was unsuccessful as one of the struts of the stent graft was preventing access. It is noted that the patient now has to be on dialysis indefinitely. No additional clinical sequelae were reported.